Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/23/2021. H.6. Investigation: customer returned (1) open 5mm, 30g bd autoshield duo pen needle from lot # 9105661. The returned autoshield duo sample was also returned with a loose cannula. The returned pen needle was examined and exhibited the cannula properly placed in the device. No defects were observed on the returned pen needle. The returned cannula was examined and was observed to be bent. This cannula did not come from the returned pen needle and the cannula in the returned pen needle is placed properly in the device. It is difficult to determine the origin of the loose cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: material no:329515 batch no: 9105661. (1) 30gx5mm bd autoshield duo pen needle from lot 9105661 and what appears to be a separated 30g autoshield duo cannula was returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: material no:329515, batch no: 9105661. (1) 30gx5mm bd autoshield duo pen needle from lot 9105661 and what appears to be a separated 30g autoshield duo cannula was returned.